Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Technical services (ts) was consulted, and upon review of device data, could not determine if this was a gradual rise. No adverse patient effects were reported. This device system remains in service.